Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she just received a replacement pump. Customer stated that her previous insulin pump had a cracked battery housing, the battery washer was protruding, and the screen was cracked. Blood glucose level at the time of the call was not provided. No further information was provided.